Manufacturer narrative:
Method: manufacturing records for both the lead and the generator were reviewed and for sterilization. Results: vns therapy system lists infection as a potential adverse event; possibly associated with surgery. Review of manufacturing records for both the generator and lead confirmed sterilization prior to distribution.

Event description:
Reporter indicated that the patient developed an infection at the generator site. It was reported that the site had "redness and pus in that area." Patient treated with antibiotics for one month. Healing of initial incision post implant was reported as normal and that the site became "infected from the inside." Cultures taken from site yielded methicillin-resistant staphylococcus aureus. Patient's infection was reported as resolved.